Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the internal leakage test among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test. Our field service engineer confirmed the failure during the on-site investigation and also confirmed the failure of the pressure transducer and the safety valve test. The faulty part was located to the expiratory valve coil and the problem was solved by replacing it. The ventilator passed all tests after the replacement. The expiratory valve coil was not returned for investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref:(B)(4).